Event description:
It was reported that the intraocular lens (iol) was fully inserted into patient's left eye, however, was removed during the same procedure as the front haptic broke off. The incision was enlarged and another lens of same model and diopter was used as the replacement. The patient was fine post operation. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 14, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint issues (haptic detached) could be confirmed; however, it may be attributed to handling during implantation and cannot be confirmed to be related to a manufacturing/ design issue and no product deficiency could be identified. Additional conditions were observed (cosmetic issues); however, these conditions cannot be confirmed to be related to the manufacturing/ design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.